Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the distal right coronary artery that was both moderately tortuous and calcified. An nc trek rx 2.75 x 8mm was attempted to be delivered to the lesion but failed to cross. Resistance was noted during removal. There was no adverse patient effect or a clinically significant delay in the procedure. Another balloon was used to perform pre-dilatation and the procedure continued. No additional requests for information are needed.